Event description:
It was reported that the patient underwent a rib fix procedure approximately one year ago. The patient was seen by the surgeon for continued discomfort and clicking. The surgeon further noted that one plate was fractured. No further intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, e1, e2, e3, e4, g3, g6, h2, h3, h6, h10 and h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A radiograph was provided and reviewed by a health care professional. Review of the available records identified the following: a single lateral view of the lower posterior thorax was provided. Two rib plates with screws are present in the image. The more inferior plate is fractured at the midportion and minimally displaced. The ribs cannot be visualized to evaluate for fracture healing. Implant fit could not be determined as the osseous structures are not visualized. The upper plate has normal alignment. The lower plate is fractured with minimal displacement. Bone quality cannot be evaluated on this image. No contributing fractures or other abnormalities are identified. A definitive root cause cannot be determined. The reported event is confirmed, based on the provided radiograph. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.